Event description:
The customer reported that the 840 ventilator screen went blank while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the graphical unit interface (gui) pcb, breath delivery unit (bdu) pcb and power supply. Covidien loaded the software only and conducted the final testing.